Event description:
It was reported that the system was explanted due to infection. The patient was on palliative care and later expired due to endstage cardiomyopathy.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Continued - 2088tc/52, (B)(4). (B)(4) review of quality records.